Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). Multiple attempts to obtain the device and additional information were not successful. Without the actual device and/or logs, a thorough investigation could not be performed and further evaluation was not posssible. If the device and/or additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
As reported by the user facility: customer called because she is in a patient's home giving an infusion and the pump continues to alarm "pump stopped press start." The customer states that the infusion does not stop when this alarm appears and the pump appears to be infusing correctly based on the information programmed into the pump. The volume to be dispensed along with the time continue to count down correctly and the bars on the bottom of the pump are present.... The pump alarms "pump stopped press start" and when she presses start the pump continues to infuse correctly. Serial-unknown at this time. No injury.